Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular coil impedance was high/undefined on the right ventricular lead that triggered an alert. During the in office check, the impedance was noted to be in the normal range. A possible set screw issue was suspected. The lead and device remain in use. No patient complications have been reported as a result of this event.